Manufacturer narrative:
G4: 30sep2019, b4: 01oct2019. The failure of c56 prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit will not turn on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 03jun2019. Date rec'd by MFR: 28may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit will not turn on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.